Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the returned complaint mr290 chamber identified a horizontal crack line near the lower part of the chamber dome. Conclusion: the customer stated that the chamber was in use for 20 days before the reported event however, we are unable to determine what may have caused the crack of the chamber dome. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290 vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Do not use beyond 14 days maximum duration of use."

Event description:
A distributor in china reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber was leaking water after twenty days of use. It was reported that the water leak was found at the chamber base near the heater plate and there were some cracks on the chamber base. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in (B)(4) but the evaluation has not yet begun. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber was leaking water after twenty days of use. It was reported that the water leak was found at the chamber base near the heater plate and there were some cracks on the chamber base. There were no reported patient consequences.